Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k080639.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging a product usability issue with the onetouch ping meter. The complaint was classified based on the technical service representative (tsr) documentation. The patient alleged that the issue began one year ago (date/time not specified). From the time he obtained the subject meter (one year ago), the patient claimed he has not been able to read the display due to the colors of the screen. The patient manages his diabetes with an insulin pump; however, it is not known what action, if any, the patient took regarding his diabetes management as a result of the alleged issue. The patient denied developing any diabetes symptoms as a result of the alleged issue. According to the tsr's documentation, between a year to a year and a half ago (date/time unknown), the patient claimed he tested with the ER/hospital's meter; however, the result is not known. The patient also claimed that during an emergency room visit (date/time unknown), he received a glucagon injection from a health care professional. It is unknown if the patient tested between the time of the reported issue and the time he sought medical attention. According to the tsr's documentation, replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly received a glucagon shot from a health care professional.